Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during an interventional procedure of in-stent restenosis (non-abbott device) in a proximal right coronary artery, the voyager nc balloon ruptured during inflation at unk pressure. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen and in the balloon. There was contrast in the balloon and on the distal shaft. The balloon was loosely folded. There was a kink in the hypotube 64.8cm distal to the strain relief tubing. A new indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a pinhole in the middle portion of the balloon. There were no visible scratches. There was no other damage noted to the balloon catheter. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed incident information and the analysis of the returned product. Balloon ruptures can be affected by numberous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Although the device was being used to treat in-stent restenosis, no other patient's anatomical information was provided, which may have aided the evaluation. Analysis of the returned catheter noted blood and contrast in the loosely folded balloon, blood in the guide wire lumen and contrast in the distal shaft. This suggests that the device was prepared for use, loaded onto a guide wire, pressurized during the procedure, and is consistent with a leak or balloon rupture. A new indeflator was used in attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the middle portion of the balloon. The balloon was sent to the sem lab for further analysis, which concluded that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the patient anatomy, such that the balloon ruptured upon inflation attempt. The specific pressure at which the catheter was pressurized to was not reported, so it is unk how this may have contributed to the reported rupture. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint, the returned product analysis and the results of the sem analysis, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is destructively tested to verify rbp and balloon integrity. The MDR is considered closed by the product performance group.